Event description:
Intra aortic balloon pump catheter ruptured while in use in pt. Pt maintained stable blood pressure, and balloon was not replaced. Pt went for open heart surgery 2 days later, as already planned, not as a consequence of intra-aortic balloon pump rupture. No injury or harm to pt, other than it required removal and did not function as it should have (premature discontinuation due to rupture of balloon.)